Event description:
A user facility medwatch # 10-0212-0000-1999-0014, received. "Harmonic scalpel generator did not work well and broke down completely during case. It did not coagulate properly and as a consequence the pt lost 150cc of blood." 02/16/2000 it was reported by the risk manager the generator stopped working during the procedure. The pt lost 150cc of blood while the or was waiting for a new generator. The case was completed with the new generator. 02/17/2000 it was reported by the rep the device was used during a laparoscopic nissen. It was taken out of service and checked by the biomed department. The device checked out fine. The device is not being returned.